Event description:
It was reported sparks came out the back of the atlas system when it was powered on. The facility has confirmed the event occurred during product testing and there was no pt involvement. No user injuries were reported as a result of this event.